Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 670g. Insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 450 mg/dl at the time of the event. The customer states no symptoms. Troubleshooting was partially performed and found that the infusion set cannula was bent. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis. Frn-mmt-unk-rsvr, unomed set, ozp mmt-snsr-unk.